Manufacturer narrative:
Race - requested, not provided. Explanted date: device was not explanted. One used 6fr angio-seal vip device was received for product evaluation. Severed carrier tube and hemostasis sheath were returned for evaluation. Visual inspection revealed that the carrier tube was cut below the hub of the device cap and was separated from the hemostasis sheath. The deployment sleeve of the device was in full rear lock position with color bands fully exposed. The bypass tube was found to be dislodged to the proximal end of the device cap. There was no deformation observed on the latch of the deployment sleeve. No damage was identified along the length or at the distal end of the hemostasis sheath. No anchor, tamper tube and collagen were not returned. No other visual anomalies were noted. Functional testing was conducted. The deployment sleeve was manually moved into the forward lock position and the hemostasis sheath was mated with the deployment sleeve. A tactile click was felt and the mating was successful. The device was then moved to the rear lock position and both rear tabs were locked and click sound was heard. No functional anomalies were noted with the locking of the deployment sleeve. To determine the cause of the issue, the tensioner was removed from the device cap. Several turns of the suture were present within the suture wind disk. For functional testing, a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had difficulty clicking back to set the anchor. When pulling the whole device back, it became stuck in the access track. They could not expose the suture or tamper tube. Physician was able to break the system and expose suture to apply pressure and ultimately successfully seal the artery. There was no injury to the patient. The procedure was a successful arterial seal with the vcd. The blood loss was less than 250cc's. Additional information was received 13january2019: the procedure performed was a electro physiology procedure using a 4fr sheath. An angiogram was performed and according to the physician the stick was great.